Manufacturer narrative:
Pump received with cracked display window corner, battery tube threads, reservoir tube, reservoir tube lip, belt clip slot, minor scratched display window. (B)(4).

Event description:
It was reported that the customer's insulin pump was cracked. Customer's blood glucose level was not provided at time of reporting. Nothing further reported.